Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the analysis of the returned device is completed.

Event description:
The patient was implanted with a left ventricular assist device. The hospital staff contacted the manufacturer reporting a patient with a suspected device thrombosis. The information provided indicated "pink tinged urine" and diplopia, difficulty finding objects, and memory issues. The patient was admitted for hemolysis and to rule out stroke. The patient's lactate dehydrogenase was 3150 upon admission. During the patient's hospital course, she persistently had blood-tinged urine, dropping hemoglobin and hematocrit including a rise in creatinine level. The hospital staff decided to proceed with an urgent pump exchange given the above patient symptoms. The patient was on asa daily and coumadin with an international normalized ratio goal of 1.8-2.5. The patient was compliant with her anticoagulation medication. Prior to this event, it was reported that the patient was hospitalized on (B)(6) 2014 for dark urine, dehydration, urinary tract infection and rising lactate dehydrogenase (2020 from a baseline in the 400's). A ramp echocardiogram at that time showed appropriate decompression at higher vad speeds. The dark urine cleared and the patient's lactate dehydrogenase level dropped to the 800's. The pump was returned and received by the manufacturer for evaluation.